Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. During troubleshooting with tandem technical support, the time was considered to be accurate. The customer¿s blood glucose (bg) level was below 50 mg/dl. Customer consumed carbohydrates to address low bg. Customer continued to use the pump for insulin therapy.